Event description:
It was reported that a patient underwent a total knee replacement procedure on an unknown date and barbed suture was used in 2024. Post op, the patient felt a pop during their exercises resulting in swelling and limited range of movement. If swelling hasn't subsided within a week, the surgeon is going to investigate what caused it. Possibly the suture breaking in the arthotomy. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. ¿ what is the procedure date? ¿ what date did the patient felt a pop during their exercises? ¿ was any suture breakage confirmed? ¿ if yes, can you identify which suture broke (sxmp1b103, sxpp1a445)? ¿ was there any medical or surgical intervention performed to treat the patient (product removed; re-operation; re-closure; prescription medication)? If so, please specify. ¿ if medication was required, please clarify if it was prescription strength. ¿ can you identify the lot number of each product involved (sxmp1b103, sxpp1a445 and clr222us)? ¿ what is the most current patient status? Events reported via: (B)(4).